Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed and pump stomp events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, no findings were identified through the evaluation of the returned portion of driveline that would have contributed to the reported event. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported unexplained dizziness / nausea while sitting could not be conclusively established through this evaluation. It was reported that the patient experienced 5 pump stop alarms over a 6-day span. They also had unexplained dizziness / nausea while sitting that were not associated with any alarm or positional changes. The submitted log file captured low speed and pump stop events while the patient was connected to the power module and external batteries. A distal end driveline replacement was performed by an abbott tech services representative and approximately 19.5¿ of the external portion / distal end of the driveline was returned. Tape was covering a majority of the returned driveline. Removal of the tape revealed multiple areas where the outer silicone jacket was missing. An electrical continuity test of the returned driveline in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon disassembly of the driveline, the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided. The relevant sections of the device history records for (B)(6), and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed and pump stomp events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, no findings were identified through the evaluation of the returned portion of driveline that would have contributed to the reported event. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported unexplained dizziness / nausea while sitting could not be conclusively established through this evaluation. It was reported that the patient experienced 5 pump stop alarms over 6 days. They also had unexplained dizziness/nausea while sitting that were not associated with any alarm or positional changes. The submitted log file captured low speed and pump stop events while the patient was connected to the power module and external batteries. An abbott tech services representative performed a distal end driveline replacement and approximately 19.5¿ of the external portion / distal end of the driveline was returned. Tape was covering a majority of the returned driveline. An electrical continuity test of the returned driveline in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon disassembly of the driveline, the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. No autopsy was performed and heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6), and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient presented to the emergency department with pulseless electrical activity (pea) arrest after the pump stopped due to known driveline damage on (B)(6) 2023, which noted previous pump stop events and driveline repair by engineers on (B)(6) 2023. The patient reportedly had low flow alarms. The pump was able to be restarted but patient was coded for over 40 minutes prior to return of spontaneous circulation with poor neurological prognosis. Per heart failure team, there were unfortunately no advanced heart failure (hf) therapeutic options for the patient at the time. The hf team and emergency room team discussed poor prognosis with their family, and they decided to withdraw care. Pressor support and ventilator were deescalated, and the pump was turned off on (B)(6) 2023. Family members were at bedside when the pump was turned off on (B)(6) 2023, and patient passed away same day. The pump was not explanted, no autopsy was performed, and no equipment was to be returned. No additional information was available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 5 pump stop alarms over a span of 6 days. They had unexplained dizziness/ nausea while sitting that were not associated with any alarm or positional changes. A review of the log file revealed a possible phase to phase fracture within the driveline. An external driveline replacement was performed on (B)(6) 2023. The removed section was returned for evaluation.